Manufacturer narrative:
Results evaluations: the file info is currently being investigation by the resuscitator supplier. Upon receipt of their investigation, a follow-up report will be submitted. A search of our complaints database reveals this to be the first report, for this catalog number and issue. There have been no other reports on the reported lot number.